Event description:
It was reported that there was intermittent crosstalk on programming changes. Followup information indicated that the patient returned to the clinic one week later to have the device checked, and everything was normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.